Event description:
In 2002 the end-user called medtronic minimed and stated that the set has again detached causing hospitalization. In 03/2003 maersk medical a/s received the complaint and 30 unused sets and 2 used sets.